Manufacturer narrative:
Investigation summary: this complaint does not contain samples or photos for detailed analysis. In addition to no records that could cause this complaint during the batch history analysis, corrective maintenance, no changes were required at this time and the trend of the defect will be monitored as a qda meeting. DHR review: a review of the device history record was completed. There are no quality notification (qn) or nonconformity report of "damaged component", ¿transfixed catheter¿ or anything that could lead to this complaint. Investigation conclusion: not conformed: bd was unable to confirm the claim. Root cause description: based on the results of the investigation so for a root cause has not been determined for the defect of this complaint. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insyte autoguard bl 22ga x 1.0in was found to have foreign matter in the fluid pathway. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿the product is dirty between the cannon and the needle, involving the safety device.¿